Event description:
An intra-aortic balloon pump was alarming "volume loss". The pt was transferred to another intra-aortic balloon pump without incident. No further details are available regarding the circumstances surrounding this event. The bio-med dept at the user facility evaluated the balloon pump. Water was noted on the bottom of the dome tray support. All hoses were checked and a two hr volume loss/gain test was performed. The pump functioned as intended without incident. A checkout procedure was performed and the balloon pump was placed back in svc. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm. Maintenance schedule outlines routine maintenance steps which address this issue.